Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to interrogated due to suspected premature battery depletion. This device will continue to be monitored until replacement can be completed, however; remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to interrogated due to suspected premature battery depletion. This device was then explanted and subsequently returned for analysis. No additional adverse patient effects were reported.